Event description:
Cuff on endotracheal tube would not hold air; required patient to be re-intubated; patient on ventilator; because patient long term ventilator candidate tracheostomy was done; subsequent tothis event there were (3) other instances with leaking cuffs - (1) 75 year old male in critical condition; (2) 69 year old female in critical condition; (3) male w/unknown age in critical condition. All tubes removed from services & returned to manufacturerdevice labeled for single use. Patient medical status prior to event: critical condition. There was multiple patient involvement. Number of patients involved: 4.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, none or unknown, none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.